Manufacturer narrative:
This event was mentioned during review of the adverse event reported in MDR 3004742232-2020-00207, which was submitted on 22 july 2020. Additional information about the event was requested, but our field representative stated the reporter was not communicative. An attempt was also made to obtain this information from the site by phone, but the attempt was unsuccessful. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. It is unclear at this time where the physician was practicing when this event took place. If this information is obtained, a follow-up report will be submitted. The diamondback360® peripheral orbital atherectomy system instructions for use manual states slow/no reflow and distal embolization are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
Slow/no reflow occurred following use of the csi orbital atherectomy device. Additional information was requested but was not available.